Event description:
It was reported that pump issued cartridge alarm 20 during cartridge loading because caller removed used cartridge before being prompted. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Technical support educated caller on proper loading steps, assisted in loading new cartridge using correct technique, and caller successfully resumed insulin therapy; no prior similar alarms had been reported for this pump, and no additional outcome information was received.